Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 1 previously reported event is included in this follow-up record. Product return status 1 device was received.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly contaminated during manufacture or shipping. - 1 event had the problem identified during a non-clinical procedure. -there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device reportedly contaminated during manufacture or shipping. - 1 event had no patient involvement, no patient impact.